Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter would not turn on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿shaky and tired¿ an unknown time after the alleged issue began. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca determined that the meter¿s battery had a sticker on it preventing electrical contact. The alleged issue was resolved when the sticker was removed. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.